Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: an empty pouch was returned. The empty pouch is for resolute onyx des; ronyx20022ux with the lot number; 0009379539. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a 6 french medtronic guide catheter was used along with a radial sheath. A 6f telescope guide extension catheter and two resolute onyx rx coronary drug-eluting stents were used to treat a moderately calcified lesion. It was reported that a resolute onyx got stuck in the telescope. The entire system was removed and the guide extension catheter and a new resolute onyx was used. When advancing the new onyx device through the telescope, resistance was encountered. It was reported that stent dislodgement occurred. It was noted that this was likely due to the calcification. The stent dislodged off into the area where it was needed to be deployed and was successfully deployed. No patient injury was reported.